Event description:
Stryker sustainability, ethicon endo-surgery, harmonic ace shears generator beeped, and a message to "replace handpiece" was displayed approximately 7-10 minutes into procedure. The existing handpiece was exchanged for another "like" handpiece with an identical lot number, which functioned without incident for the remainder of the procedure. Reason for use: laparoscopic bilateral salpingectomy. Is the product compounded: no. Is the product over the counter: no.